Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was not identified. However, it is possible damage to the device contributed to foreign material not being removed during reprocessing. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) operation manual evis lucera gif/cf/pcf type 260 series chapter 3 preparation and inspection reprocessing manual evis lucera gif/cf/pcf type 260 series chapter 3 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had histo acrylic adhesion separation. The issue was found during reprocessing of an unspecied procedure. The intended procedure was completed using the same device. The device is inspected before use. Inspection and testing of the returned device found there was a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found residual liquid or foreign material was coming out of the suction connector of endoscope connector. The channel tube, the suction tube in universal cord, the nozzle, the distal end, and the light guide lens all had foreign objects. Due to wear of the angle wire, the play of the up/down knob was out of standard value. Adhesive on the distal end had a chip. Due to clogging of the nozzle, the air supply volume did not meet standard value. Due to clogging of the nozzle, water supply volume did not meet standard value. Due to clogging of the nozzle, water removal ability did not meet the standard value. Paint on the suction-cylinder and air/water cylinder were peeled. The universal cord has a wrinkle. The forceps channel port was shaved. Due to a scratch on the objective lens, the image had partially dark area. In addition, the scope-connector, the plastic distal end cover, the objective lens, the scope connector cover, the universal cord, the grip, the locking engagement lever, the free engagement knob, the up/down/right/left knob, the scope cover, and the control unit, were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.